Event description:
Pt moved to bed after surgery. When electric bed was elevated, head of bed also began to elevate. The staff could not lower the head of the bed. Pt was moved to another post-op bed.